Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, it was reported that pump was hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. Customer's blood glucose was 126 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and they alleged the issues had resolved and the pump began to charge with no issue.